Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that it is taking like an hour to an hour and a half to charge patient's implant from 60-70% to 100%. Caller stated they charge once a week and over the years it has been fine, but now it's taking longer to charge. Caller stated it's not keeping the connection and they have tried to do some of the troubleshooting that's available and they've had no luck. Caller reported yesterday they started charging when their implant was at 70% and it took over an hour to charge to 100%. Caller reported normally when it's at 100% it will vibrate to let them know it's charged, but it is not doing that anymore. Caller clarified they are not using the belt to charge and stated they are just holding the recharger over the implant. Reviewed recharging best practices. Agent inquired about recharging quality patient is getting when taking longer to charge and caller stated it is just showing connected and then when it loses connection is shows searching for de vice. Agent walked caller through charging on the call. Caller confirmed connected to charge with excellent connection, implant at 90%. Caller was not using the belt on the call to charge. Caller stated they apply comfortable pressure when charging and stated the last 3-4 times they had to hold their hand under a pillow to keep it connected and they don't move. Caller stated the connection problem is not their main problem as their main problem is that it is taking an hour to an hour and half to charge. Agent reviewed recharging overview and charging duration considerations. Caller confirmed successfully charged implant to 100% on the call. Agent reviewed how to check charging speed for future reference as caller stated they were unable to check charging speed on the call when charged to 100% (charging speed was grayed out). Caller will monitor recharging and follow up with healthcare provider if not resolved. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.